Event description:
Customer reported that during the fill tubing step of the load sequence, no insulin drops were visible at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Technical support advised using room temperature insulin for cartridge filling, which the customer understood, and instructed to fill tubing with a total of 30 units of insulin. After loading a new cartridge, the customer resumed insulin delivery, and no further action was needed.